Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two months post implant the right atrial (ra) lead dislodged. The lead was reprogrammed off and then revised. The lead remains in use. No patient complications have been reported as a result of this event.